Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd 20ml syringe luer-lok¿ tip there was an issue with foreign matter. The following information was provided by the initial reporter: foreign matter.

Event description:
It was reported that before use of the bd 20ml syringe luer-lok¿ tip there was an issue with foreign matter. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
H.6. Investigation: one (1) sample and two (2) photos were received for investigation. The sample was visually examined using unaided vision and it was observed that there is dark foreign matter (fm) on the syringe. The dark foreign matter was visually examined using 10x magnification and was visually identified as ink. Two (2) photos were also provided for investigation. One (1) photo shows a syringe held by someone looking at the tip. This photo shows what appear to be several dark spots in the tip of the syringe and in the luer lok collar. The second (2nd) photo show a syringe viewed looking at the printed scale. This photo appears to show a couple of dark spots on the syringe barrel. The ink spots on the syringe could potentially be caused by the printer being low on ink at the time. When the ink gets low on the printer, it can cause the ink manifold to splatter or spray. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number is ¿unknown¿. H3 other text : see h.10.